Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model pcb00, +9.5 diopter) was explanted from the patient's operative eye in a secondary procedure because of patient experiencing decrease in visual acuity and photophobia. A model pcb00, +19.0 diopter was used as the replacement lens for the patient. No incision enlargement, no vitrectomy was performed, no other medical or surgical intervention was required. The patient was reported doing well when discharged. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/22/2018. Device returned to manufacturer ¿ yes. Device evaluation: the sample was received in specimen container. Only the lens from the preload system pcb00 was received for evaluation. Visual inspection using microscope magnification was performed. The lens was observed cut in three portions. Residues of viscoelastic were observed in the lens pieces. The condition observed in the lens and the way in which the cut is formed is consistent with a unit that has been cut due to ¿iol removal or explant¿ process. During sample evaluation the returned lens parts were observed clear as expected in the 1-piece acrylic lens used in the pcb00 device. Only viscoelastic adhered were detected. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.